Event description:
The physician stated that the cause of death was not known, but the death was not believed to be related to vns. The patient's device was not explanted. No further relevant information has been received to date.

Event description:
It was reported that a patient passed away. A hospital representative said that the patient may have died at home or in the hospital, but was unsure. The patient's physician did not know the cause of death and did not have recent diagnostic results available. No further relevant information has been received to date.